Event description:
It was reported that a customer encountered an issue with their pump, where the device failed to detect the cartridge. There was no adverse impact to the customer's blood glucose level as the blood glucose value was not available. No additional information was received regarding corrective actions taken or any involvement from technical support.